Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. Review of the device's history log does show occurrences of the reported error message. The main board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.